Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump bumped/dropped and the touchscreen cracked. Pump was no longer functional. Blood glucose was 172 mg/dl. Customer reverted to using lantus for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the alleged cracked touch screen was verified; however, alleged unresponsive touch screen could not be verified.